Event description:
Site reported they were unable to start a procedure as the superdimension system could not detect the locatable guide. The case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Locatable guide has not yet been returned for evaluation. Superdimension has issued this MDR as a result of remedial action taken based on the evaluation of a locatable guide from a separately reported complaint. The evaluation of that locatable guide identified an incompatibility between locatable guides manufactured within a specific timeframe and certain versions of software on the superdimension system. Superdimension immediately quarantined all affected lots within the facility and proceeded to re-evaluate all complaints that may have resulted from this compatibility issue. The site's superdimension system contains the affected software version. The software malfunction with the use of certain locatable guides occurs during a procedure with the superdimension system and the locatable guide at the point of the procedure where the locatable guide is connected to the system. The system will not recognize the locatable guide as a compatible component. An internal corrective action was generated and a field correction was initiated on june 12, 2012 to deter any further field issues. Affected sites received notice on june 18, 2012. No deaths, injuries or other serious adverse events have been reported as a result of this software anomaly.